Manufacturer narrative:
The baxter technician found that the casters needed to be replaced. Per the baxter service manual, it is necessary for the envella air fluidized therapy system to have an effective maintenance program. We recommend that you do annual preventive maintenance (pm). Pm can help make sure of a long, operative life for the unit. Check that all of the brake/steer pedals operate correctly and that you hear the brake not set alert when you release the brake. Repair or replace the part as applicable. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the casters to resolve the reported event. Based on this information, no further action is required.

Event description:
Customer contacted technical service to report that envella bed (product code p0819a, serial number t227en2048) brakes were not holding. There was no patient/user injury, medical intervention, symptom, or adverse event reported.